Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain during charging and the pain was still present even when not charging or when stimulation was turned off. The patient was also having pain at the splitter site during stimulation. Database analysis revealed no anomalies. The patient was prescribed lidocaine.

Event description:
A report was received that the patient was experiencing pain during charging and the pain was still present even when not charging or when stimulation was turned off. The patient was also having pain at the splitter site during stimulation. Database analysis revealed no anomalies. The patient was prescribed lidocaine.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain during charging and the pain was still present even when not charging or when stimulation was turned off. The patient was also having pain at the splitter site during stimulation. Database analysis revealed no anomalies. The patient was prescribed lidocaine.

Event description:
A report was received that the patient was experiencing pain during charging and the pain was still present even when not charging or when stimulation was turned off. The patient was also having pain at the splitter site during stimulation. Database analysis revealed no anomalies. The patient was prescribed lidocaine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure due to generator malfunction, which had been going on for several months.